Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. UDI # (B)(4). This complaint was not confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item # 00596203212, lot # 61935393. Item # 00598003701, lot # 62166412. Report source: foreign (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-00731.

Event description:
It was reported that patient underwent right total knee arthroplasty; subsequently the patient was revised seven years later due to instability.